Manufacturer narrative:
Event description: prior to implanting the vrd at the time of index procedure, lancher/medtronic, (B)(4) and chikai/asahi intecc (B)(4). Other devices utilized during the index procedure were, nautica/covidien (B)(4), echelon-14/covidien (B)(4), gdc/stryker (total 10), (B)(4). No further information is available and procedural images are not available. Note: the product will not be returned for evaluation and testing. Additional information will be submitted within 30 days. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Event description:
As indicated on (B)(4) study, the index procedure took place on (B)(6) 2010. The procedure was coil embolization assisted with vrd ((B)(4)) of left internal carotid bifurcation. A year and a month after, x-ray was performed, revealing a recanalization of the treated aneurysm. Additional coil embolization was performed to treat the aneurysm. The occlusion rate of aneurysm at the time of one year follow up was 85% and mrs was 0. The event outcome was indicated as "resolved without sequelae". According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated. The patient had no medical history. The unruptured saccular aneurysm neck was 8.3 mm, and the neck to sac ratio was 8.3 mm: 12.1 mm. The parent vessel size diameter proximal was 2.6 mm and distally was 2.5 mm. Mrs before the index procedure was 0 and a month after was 0. The act was 118 seconds pre anticoagulation and 219 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the index procedure. At the time of one year follow-up on the aneurysm neck was 8.3 mm, and the neck to sac ratio was 8.3 mm: 12.1 mm. The parent vessel size diameter proximal was 2.6 mm and distally was 2.5 mm. The occlusion rate of aneurysm was 85%. Mrs was 0. At the time of two year follow-up, the aneurysm neck was 8.3 mm, and the neck to sac ratio was 8.3 mm: 12.1 mm. The parent vessel size diameter proximal was 2.6 mm and distally was 2.5 mm. The occlusion rate of aneurysm was 95%. Mrs was 0. Antiplatelet therapy included aspirin 100 mg/day: (B)(6) 2010 - (B)(6) 2011, clopidogrel sulfate 75 mg/day: (B)(6) 2010 - ongoing, heparin 5,000u: (B)(6) 2010.

Manufacturer narrative:
It was reported via the (B)(4) study that at thirteen months follow-up post index enterprise assisted coiling of a left internal carotid artery bifurcation aneurysm with implantation of five codman coils ((B)(4)) and 10 non-codman gdc/stryker coils recanalization of the treated aneurysm. Additional coil embolization was performed to treat the aneurysm. The modified rankin scale (mrs) score was 0. The event outcome was reported as resolved without sequelae. According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated. At index procedure the (B)(6) female had no other medical history. The unruptured saccular aneurysm neck was 8.3mm, and the neck to sac ratio was 8.3mm:12.1mm. The parent vessel size diameter proximal was 2.6mm and distally was 2.5mm. Mrs before the index procedure, one week and one month post procedure was 0. Heparin 5000u was administered with an act of 118 seconds pre anticoagulation and 219 seconds post anticoagulation. Antiplatelet therapy included aspirin 100mg/day beginning one week pre-index procedure for approximately six months and ongoing clopidogrel sulfate 75mg/day beginning 1 week pre-index procedure. The occlusion rate of the aneurysm at one year follow-up was 85% with an mrs score of 0. The occlusion rate of the aneurysm at two year follow-up was 95% with an mrs score of 0. No further information is available and procedural images are not available. The coils remain implanted. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. With review of the reported information it appears that clinical factors contributed to the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective actions will be taken at this time.